Manufacturer narrative:
Qn#: (B)(4).

Event description:
The customer reports that the hub between the cvc extension line and heparin cap was found broken during use.

Manufacturer narrative:
Qn#(B)(4). The sample was not returned; however, the customer returned one photo of the damaged cvc catheter. The photo revealed that the proximal extension line separated from the luer hub. A complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were found. The IFU provided with this kit precautions the user, "to minimize the risk of damage to extension lines from excessive pressure, each clamp must be opened prior to infusing through that lumen." The complaint of extension line/luer hub damage was confirmed by the photo the customer returned. Complete complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature

Event description:
The customer reports that the hub between the cvc extension line and heparin cap was found broken during use.